Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s): vamf4444c150tu, sn (B)(4), expiration date: 2018-11-14, (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm on (B)(6) 2016. It was reported that the final angiogram after the initial procedure showed diffused contrast in the aneurysm. A recent routine follow up CT imaging demonstrated contrast in the aneurysm. The physician thought it was either a type ia or a type iii endoleak. Per the physician, the cause of the endoleak was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.